Manufacturer narrative:
(B)(4). Results: photograph based on the photographic indicators the complication potentially was the result of a tissue imbalance between the device housing and anvil large enough to cause a off-center cut and staples to miss the anvil.

Event description:
It was reported that during a laparoscopic anterior resection when the anvil was removed, they found three unformed staples. Staples formed were u-shaped instead of b-shaped. Photo is available. Surgeon then sutured the anastomosis where staples did not form. Case was completed. No adverse event to patient. A 5-minute delay in procedure. It is also noted that as user went to enter the circular stapler into the rectum, he knocked the distal tip of the gun which held the staples. Device has been discarded.